Event description:
It was reported by the aci sales professional that a (B)(6), male patient underwent an interventional peripheral procedure on (B)(6) 2013. Bilateral access was obtained at the left common femoral artery via a 6f sheath (model unknown). There were two 6f sheath exchanges for this procedure. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-7mm. Peri-procedure, the patient was anti-coagulated with 4,000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close both access sites. It was reported that both access sites were closed per the IFU and hemostasis was achieved at 10:30am, after which time the patient was sent to recovery. At 11:45am the patient's blood pressure had dropped and the patient was showing symptoms of bradycardia. Firmness was noted above the left access site and a left side bleed was verified with a CT scan. Pressure was held at the left access site until a femostop was placed at 1pm, at which time the patient's blood pressure and heart rate were restored. The femostop was placed for 2 hours. The patient was discharged to home on (B)(6) 2013. It is unknown if the patient's hospitalization was mynx device / mynx procedure related or not.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1308802) indicated that the device lot met all established performance criteria prior to shipment.